Event description:
It was reported that patient experienced pain at the ipg site due to migration of the ipg in the pocket. Patient reported significant weight loss. As a result, surgical intervention was undertaken on (B)(6) 2025, wherein the ipg was repositioned to address the issue.

Manufacturer narrative:
Reporter phone number (B)(6). The event of ipg revision was reported to abbott. The patient's ipg was repositioned due to loss of its original position and increased mobility, which was attributed to the patient's weight loss. Therapy was restored post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.